Event description:
(B)(4). The dentist reported that 7 days after the dental implant was installed in intraoral region #22 it was verified its non osseointegration. A 30 n.cm of primary stability was achieved and immediate load was not performed. Patient presented bone type I/ii.

Manufacturer narrative:
(B)(4).